Manufacturer narrative:
Samples received: 35 unopened racepacks. There are no previous complaints of this batch. There are no units in OEM stock. Tested are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). In hernioplastia surgery, four cases of needle detachment, two with premilene 0 and 2 with premilene 2/0.